Event description:
It was reported that stent damage occurred. A 3.00x32mm promus element plus drug-eluting stent could not be advanced to the target lesion located in the left circumflex artery. The stent was simply pulled out and found to be lifted up upon removal. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR. : promus element plus 3.00x32 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a test guidewire. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00x32mm promus element plus drug-eluting stent could not be advanced to the target lesion located in the left circumflex artery. The stent was simply pulled out and found to be lifted up upon removal. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.